Event description:
It was reported by the affiliate that (1) msm20 was used during a colectomy procedure. It was reported that the clips would not deliver (feed). The case was completed with another device. There was no consequence to the patient.